Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device expulsion ('migration, essure coils were not visualized, however were thought to be palpated within the uterus') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included parity 4, pelvic pain, back pain and difficulty in walking. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2018 and total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and device expulsion outcome was unknown. The reporter considered device expulsion and perforation to be related to essure. The reporter commented: removal date updated from (B)(6) 2018 to (B)(6) 2018. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coils were not visualized, however were thought to be palpated within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: mr received. Reporter information, patient medical history, rcc added. Patient dob, product removal date updated. Event: device dislocation updated to partial expulsion of device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.